Event description:
It was reported that tandem mobi pump generated cartridge alarm during use. Customer experienced hblood glucose with value displayed as ¿high.¿ customer gave correction injection using multiple daily injections and no 3rd party intervention was required. Technical support assisted with loading new cartridge using proper technique; customer resumed insulin therapy with pump, issue was resolved, and replacement cartridges were arranged as goodwill.